Event description:
Reporter stated that user reported that the unit was being programmed for the first time since it was received. When the volume button on station 1 was pressed the volume display on station 3 started to blink. The unit was sent to the manufacturer for evaluation.